Event description:
A caller reported an issue with a tandem mobi cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support confirmed the specific alarm and guided the caller to remove the cartridge to deliver a bolus, which was completed successfully. The customer was able to reload the cartridge and resume insulin therapy, and the issue was resolved.